Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #; k141521, k141597. Device evaluated by manufacturer: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 9mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein side. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured during first inflation. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #; k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein side. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured during first inflation. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.